Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("get pains on my right side as well") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(essure removal)). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("get pains on my right side as well") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(essure removal)). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Concerning the injuries reported in this case, the following abdominal pain were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('get pains on my right side as well') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("they come out in less than 2 weeks") and pelvic pain ("hurt in my pelvic area"). The patient was treated with surgery (hysterectomy(essure removal)). Essure (ess205) was removed. At the time of the report, the abdominal pain, device expulsion and pelvic pain outcome was unknown. The reporter considered abdominal pain, device expulsion and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following abdominal pain were reported via social media: concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media was received. Event added from pfs- pelvic pain. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('get pains on my right side as well') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and device expulsion ("they come out in less than 2 weeks"). The patient was treated with surgery (hysterectomy(essure removal)). Essure (ess205) was removed. At the time of the report, the abdominal pain and device expulsion outcome was unknown. The reporter considered abdominal pain and device expulsion to be related to essure (ess205). Concerning the injuries reported in this case, the following abdominal pain were reported via social media: concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: social media received : essure was placed in 2006, hence essure code was changed to essure 205. Event "they come out in less than 2 weeks" was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('get pains on my right side as well') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("they come out in less than 2 weeks") and pelvic pain ("hurt in my pelvic area"). The patient was treated with surgery (hysterectomy(essure removal)). Essure (ess205) was removed. At the time of the report, the abdominal pain, device expulsion and pelvic pain outcome was unknown. The reporter considered abdominal pain, device expulsion and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following abdominal pain were reported via social media: concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2020: nullification: upon internal review it was found that this case was a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.